Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the drive system test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download review, critical pump error 40 found on (B)(6) 2023 10:01:00.000. Line=545 file=121. Per engineering troubleshooting guide, it was determined that pump error 40 was triggered by software issue. Isolate to electronic assembly. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, no moisture damage was noted on electronic assembly or motor assembly. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer's allegations of no insulin flow blocked alarms were unknown due to unit powering on with critical pump error (open book). Additionally, critical pump error 40 was recorded in download history files, due to software issue. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump did not alarm for the insulin flow block. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer response was that the device will be returned.